Event description:
Serious injury involving one person. An optician contact the co regarding a pt that was seen by another doctor at the hospital, complaining of sore eyes. Pt was prescribed chloramphenicol, but returned the following week and had developed a corneal ulcer. The ulcer was swapped, but nothing had grown from the ulcer. At present the co doesn't have any further info regarding this incident, including the pt's name, ulcer treatment perscribed or the prognosis.